Event description:
It was reported that the patient is experiencing pain and arthralgia 8 years post implantation. The patient experienced pain at the implant site and diffused joint pain involving the shoulders, wrists, finger joints, ankles, and toes. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.